Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
T was reported that the pump was warm to the touch despite being in room-temperature conditions.. It was reported that the customer experienced an elevated blood glucose (bg) level. The continuous glucose monitor read ¿high¿; however a specific bg value was not provided. A insulin bolus was administered via pimp to address bg. The customer continued to use the pump for insulin therapy.